Event description:
The site reported that they had a case in which they were unable to complete registration because they kept getting registration errors about mismatched points. The case could not be performed with the superdimension system with the patient under general anesthesia. There was no harm or injury to the patient reported.

Manufacturer narrative:
(B)(4). It was discovered that the site was no longer using the bed that was mapped and tested with the system. The site had brought up a different bed from the operating room. The system was not mapped for that bed and room configuration. The superdimension field specialist explained to the site that the system can only be used with the beds that have been mapped and the beds must also be used in the appropriate locations in which they were mapped, because this can affect the accuracy of the system, as described in the user manual. Caution: there are certain details that must be verified before the daily setup in order to assure location accuracy. Specifically: the bed arrangement (for example, the table-top position with respect to support leg and rail position) must be identical to its arrangement during system setup. The procedure room should be arranged according to the procedure room configuration form provided by the superdimension technician following the installation of the system, and as appears in the procedure room configuration pictures. Warning significant changes to the configuration of the bronchoscopy suite, including introduction of new metallic equipment or movement of existing metallic equipment can affect the accuracy of the system. Contact superdimension customer service to schedule a recalibration of the instrument prior to making bronchoscopy suite reconfigurations. Follow- up with the site revealed that after this case the site has had a successful case with diagnostic results using the correct bed room configuration. There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia. No return.